Event description:
Body of catheter broke cleanly away from y/wing junction. No tension placed on PICC. PICC dressing intact. Had 6 cm catheter exposed. Staff in process of turning pt when it happened.